Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 540 mg/dl. Customer stated that they received a motor error alarm. Customer stated that the drive support cap was normal. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The product was returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify prime or fill anomaly due to motor error alarms.